Event description:
During an initial implant procedure, the right ventricular (rv) lead was unable to advance down the introducer. The rv lead was explanted and a new rv lead was successfully implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead with an introducer was returned in one piece with the helix found partially extended and clogged with blood/tissue. The reported event of ¿lead durata did not navigate properly by the introducer¿ was not confirmed. The lead was able to be inserted inside the introducer without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿a small curve appeared due to the tension/force transmitted to the lead¿ was confirmed consistent with procedural damage. Visual and x-ray inspections of the lead did not find any other anomalies.